Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A gentre screw was returned for evaluation. Visual inspection of the returned product confirms the threaded portion of the part has fractured into 2 pieces and both pieces were returned. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the implant fractured during the procedure. All pieces were removed and a new implant was used to finish the procedure. No adverse events have been reported as a result of this malfunction. Attempts have been made, and no further information was provided.